Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('to have it removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), alopecia ("while I had essure I pulled handfuls of hair out when I washed my hair, 1 year after hysterectomy only lose a few strands"), orgasm abnormal ("orgasm caused so much pain 4 weeks after hysterectomy"), gastrointestinal disorder ("bowel problems still two years after removal") and tooth loss ("losing teeth still two years after removal"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, headache, orgasm abnormal, gastrointestinal disorder and tooth loss had not resolved and the alopecia had resolved. The reporter considered alopecia, gastrointestinal disorder, headache, orgasm abnormal, pelvic pain and tooth loss to be related to essure. The reporter commented: the essure was implanted under general anesthetic. She had pain, bowel problems and was losing teeth still two years after removal which they won't acknowledge its from essure. Mirena had been inserted at the same time as essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: consumer posted she had mirena inserted with essure in place (mirena added as concomitant medication); she had pain, bowel problems and was losing teeth still two years after removal (3 events added) which they won't acknowledge it was from essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('to have it removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headache"), alopecia ("while I had essure I pulled handfuls of hair out when I washed my hair, 1 year after hysterectomy only lose a few strands") and orgasm abnormal ("orgasm caused so much pain 4 weeks after hysterectomy"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal and orgasm abnormal outcome was unknown and the alopecia had resolved. The reporter considered alopecia, headache, medical device removal and orgasm abnormal to be related to essure. The reporter commented: the essure was implanted under general anesthetic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: consumer posted in social media she had experienced hair loss and headache (events added). With follow social media report it was also detected that country of incidence for this patient was (B)(6). Therefore, the case (B)(4) (MFR number 2951250-2019-11280) was deleted and all information was transferred to this current case. New reporters were added, essure removal date was provided, and the event painful orgasm 4 weeks after hysterectomy was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), alopecia ("while I had essure I pulled handfuls of hair out when I washed my hair, 1 year after hysterectomy only lose a few strands"), tooth loss ("losing teeth still two years after removal"), orgasm abnormal ("orgasm caused so much pain 4 weeks after hysterectomy"), abdominal hernia ("gastro team found hernia at CT"), gastrointestinal disorder ("bowel problems still two years after removal") and bowel movement irregularity ("muscles in constant contraction and can't poop"). The patient was treated with surgery (essure removal, hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, headache, tooth loss, orgasm abnormal and gastrointestinal disorder had not resolved, the alopecia had resolved and the abdominal hernia and bowel movement irregularity outcome was unknown. The reporter considered abdominal hernia, alopecia, bowel movement irregularity, gastrointestinal disorder, headache, orgasm abnormal, pelvic pain and tooth loss to be related to essure. The reporter commented: the essure was implanted under general anesthetic. She had pain, bowel problems and was losing teeth still two years after removal which they won't acknowledge its from essure. Mirena had been inserted at the same time as essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: (B)(4) was identified to be duplicate of this case and will be deleted. Source documents, reference section from case (B)(4) have been transferred to this retained case. No new follow up information was received from the reporter. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('to have it removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.